Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was inaccurately displayed. Reportedly, when the customer would receive a low insulin alert the battery gauge would drop, and once the cartridge was changed the battery gauge would then display 85% battery life. In addition, it was reported that the customer received site reminders prior to the 3 days that the site reminder was set to. Tandem technical support reviewed pump data and was unable to verify the reported site reminder issue. Customer was unsure if blood glucose (bg) levels were impacted. Reportedly, customer has been experienced fluctuating bg levels due to taking prednisone for gout. Customer did not associate the reported fluctuating bg levels to the reported pump issues. Customer did not provide bg values for fluctuating bg level or how fluctuating bg levels were addressed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue; however, the reported site reminder issue was not verified.